Manufacturer narrative:
California pacific med ctr did not return the device for eval as of yet. The hosp also filed a medwatch report for this event. Complaint analysis and investigation report is attached for the batch record review only. An updated report will be provided when device is returned and evaluated. Reviewed product release and found no discrepancies. The product involved with this icr is being held at the hosp.